Event description:
It was reported by the customer, that the device was displaying an error code. It was also observed that the device locked-up. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported condition could not be duplicated. No errors were observed when the ECG was tested and calibrated, and there was no evidence of shorted components. Further root cause could not be determined.